Event description:
Information was reported by a healthcare professional (hcp) regarding a patient whose pump is used to deliver an unknown drug. The indication for use is spinal pain. On (B)(6) 2016 it was reported that the patient had reported to the hcp on (B)(6) 2016 that the pump was alarming. At the time of the report no physician programmer was available to read the pump. The notes from the patient's last visit ((B)(6) 2016) say that the pump was empty and was programmed to an alarm volume of 1ml. The hcp reported that the patient is non-compliant with the therapy and they are planning to turn the pump to off state. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.